Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient underwent revision surgery on (B)(6) 2016. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with ventral & umbilical hernia thereby underwent open repair with the implant of kugel hernia patch. Per op notes, ¿a kugel hernia patch was placed using sutures.¿ (B)(6) 2016 - patient was diagnosed with mesh infection, mesh erosion into small bowel & abdominal wall abscess thereby underwent repair with the removal of kugel hernia patch & resection of small bowel. Per op notes, ¿able to dissect down towards the exposed mesh. There was more purulence and greenish fluid that was noted. Lysis of omental adhesions was performed. The previous mesh had eroded into a loop of small bowel and the mesh was removed; small bowel was resected.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient underwent revision surgery on (B)(6) 2016. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.